Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving 24 mg/ml bupivacaine at a dose of 2.98 mg/day and 40 mg/ml dilaudid at a dose of 4.978 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry. Elective replacement indicator (eri) had occurred for the patient in (B)(6) 2017 but when the patient came in on (B)(6) 2017 for a refill, it was showing that end of service (eos) had occurred on (B)(6) 2017. The hcp reported that a critical alarm, eos, and reset had occurred. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was further reported that the patient's pump "malfunctioned" on (B)(6) 2017, and the pump was turned off on (B)(6) 2017. The patient reported that the healthcare provider (hcp) was not going to replace the pump due to infection risk. The pump started critical alarming when the hcp was on the phone with someone from the device manufacturer. The patient said the pump was just sitting on her body and "laying there on her kidney" at the time of the report. No further complications were reported.